Event description:
It was reported that the micro oscillating saw ran without user activation during an equipment eval at the manufacturer site. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own.